Event description:
Attorney reported: in 2004 - the pt had a small circle composix kugel patch implanted to repair a hernia. In 2009 - the pt underwent surgery to address chronic abdominal pain. Her surgeon removed the mesh and performed a primary repair of the fascial defect. The pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date.